Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. The g2 field was corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 1 year since the subject device was manufactured. Based on the results of the investigation, water invaded the scope connector during user handling. The water intrusion caused an abnormality in electronic components and the error message was displayed. The event can be detected by handling the device in accordance with the following section of the instructions for use (IFU): "inspection of the endoscopic image." The event can be prevented by handling the device in accordance with the following section of the instructions for use (IFU): -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the bronchovideoscope had misty image. The issue was found during maintenance. Inspection and testing of the returned device found that an e315 unsupported communication error occurred with no image. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the insertion tube had minor crush marks and there was water ingress at the scope connector. The angulation was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.